Event description:
Caller reported a cartridge alarm during the load process, which impacted blood glucose levels with a high value displayed, although the specific value was unknown. Customer managed high blood glucose through a correction injection using mdi and did not require third-party assistance. Technical support planned to replace the customer's pump, and customer would use mdi as backup therapy to ensure insulin delivery was not interrupted.